Manufacturer narrative:
(B)(4). Unit received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, a21 error test, displacement test due to blank display.

Event description:
Customer reported via phone call that the insulin pump had blank display and stopped working. The customer¿s blood glucose was 223 mg/dl. The customer was assisted with troubleshooting. Customer stated that the contacts on the battery cap was not missing or damaged. Customer stated that battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Customer stated that the display did not returned. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.